Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was not receiving effective therapy. It was also reported the pt had lost weight. X-rays were taken and showed the lead as being twisted. As a result, the pt underwent surgical intervention. Intra-op testing revealed invalid impedance. In turn, the pt's lead was explanted and replaced. Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.